Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department with an unsigned note that stated play not responding." No information was provided; therefore, no specific patient information, device programming, or event details were available. There were no report of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen the device touchscreen did not respond when pressed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.